Event description:
Procedure type: unk. According to the reporter: when the trocar was removed, it was noticed that a spring was on the pt abdomen. No bleeding no delay in operating room. No pt injury reported. No additional info available at this time.

Manufacturer narrative:
(B) (4).